Event description:
Reporter alleged obtaining a result of 777 mg/dl which is outside the reading range of 10-600 mg/dl of the compact plus system. No actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
When an eeg technician was moving a mobile eeg device to do a patient study, while getting on the elevator, the device tipped over on the technician and caused her to fall and injure her hand. Staff member was seen in the ER. No broken bones but bruising and medication was prescribed.====================== health professional's impression======================these newly purchased mobile ltm (long term monitoring)eeg machines on a stand are very top heavy if rolled backwards.====================== manufacturer response for electroencephalograph, ltm======================the manufacture states they will work with their engineering team to evaluate this issue.